Manufacturer narrative:
B5: event: syncope hospitalization: MFR 2916596-2022-14810. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted after a fall which caused water damage to the equipment. The patient was recently discharged on (B)(6) 2022 from a syncope hospitalization and on (B)(6) 2022 the patient had an additional episode of dizziness and syncope that resulted in a fall. The patient reportedly fell while holding a large glass of water, which caused fluid ingress damage to the patient's controller and modular cable. Controller and modular cable exchanged in the emergency room due to water damage from fall. The speed was also decreased to 5200 to help reduce low flow alarms. No specific cause of the low flows and pi events was able to be pinpointed.

Event description:
After the patient fell driveline disconnect alarms occurred. Related MFR # 2916596-2022-15245.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller having water damage from the patient falling, causing a controller exchange was not confirmed. The heartmate 3 system controller was not returned for analysis; however, a log file was submitted for analysis. This log file was extracted from the new controller after the exchange. The submitted event log file contained data spanning approximately 1.5 days (31oct2022 ¿ (B)(6) 2022). There were no notable atypical alarms active in the log file that would indicate an issue with the controller. Provided information stated that the patient's controller and modular cable were exchanged due to equipment compromised after getting wet. The controller was exchanged with internal backup battery. Additionally, the controller damage was not mechanically related to the fall, water damage occurred as the patient fell while holding a large glass of water. The equipment got wet when the patient fell and no equipment will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis; however, the patient falling and spilling a large glass of water on the equipment could have contributed to the event. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline disconnect alarm conditions and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.